Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after connecting the cartridge, the powered stapler did not respond and open/close could not be performed. Then the cartridge was connected with manual handle. When checking jaws open/close, the handle was too stiff to operate. They stopped using it at the time of this event. A new cartridge was opened and was connected to the powered stapler, and it was able to work without problem. The event occurred during the procedure but the product was not used for patient.